Event description:
A baxter engineer identified a burnt part on the homechoice (hc) device during regular maintenance. The engineer found the burnt part on the capacitor of the digital board during maintenance.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The reported event was confirmed by the visual inspection; however, no problem was found during device evaluation. The engineer found a burnt mark on the digital board during visual inspection. No failure was found during performance test. The returned device met all specifications. There were no alarms/failure codes recorded in the event history that would indicate the reported problem. A cause of the reported event was not identified.